Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. There was no impact to the customer's blood glucose level. It was indicated that the customer will continue using the pump until the replacement arrives.